Event description:
It was reported that during central processing, while inspecting a permanent cautery spatula, a piece missing from the metal collar at the tip of the instrument was noted. The instruments was removed from service. The customer was not sure when the instrument was last used or when this damage occurred. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a piece missing from the metal collar at the tip of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found a broken cautery insulator. The broken cautery insulator was found on the distal end. An additional observation not reported by the site was also identified. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding a piece missing from a metal collar at the tip of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue of a piece missing from the metal collar at the tip is attributed to a broken cautery insulator. The issue is commonly caused by mishandling/misuse. The probable root cause of the issue found during fa-dried residue on the clamping puller, is attributed to mishandling/misuse. A common cause of the failure mode is due to improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.